Event description:
Post op ileus [postoperative ileus]. Case description: spontaneous report was received on (B)(4) 2013 from a physician regarding a patient, initials unknown. The patient's medical history was not provided. On an unspecified date, seprafilm membrane was placed in an unspecified location (number of sheets not provided). The lot number for seprafilm was not provided. On an unspecified date, the patient experienced post-operated ileus. The event was assessed as serious due to hospitalization. On an unspecified date, the patient recovered from post-operative. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician did not provide the relationship between seprafilm and the event. It was reported that the surgeon could not determine the reason for the development of post-operative ileus.

Manufacturer narrative:
As only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.